Event description:
Following placement of a 5-level acp construct extending from c3 - t1, the t1 screws were noted to be broken during a f/u office visit. No pt details have been received. No injury was reported and no revision surgery is known to have occurred.

Manufacturer narrative:
(B)(4). The surgeon indicated the t1 screws were not well-visualized and appear to be broken, but the breakage was not readily confirmed. No revision surgery is known to have occurred. No radiographs have been made available for review. The root cause has not been identified. Review of labeling notes: "potential risks identified with the use of this sys, which may require add'l surgery, include: bending, fracture or loosening of implant component(s)."